Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2020, the patient was hospitalized with hyperglycemia and ketoacidosis. The blood glucose level was 900 mg/dl. At the hospital, the customer was treated intravenously, but the medication is unknown. The patient was still in the hospital at the time of the call on (B)(6) 2020.